Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. The product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. The file indicated that for case 3 and 4: lens had not rotated more than five degrees. Iol repositioned two-weeks postoperatively. The product investigation could not identify a root cause. The complainant file was opened from a literature article. Not enough information was provided in the report for further investigation. Miyake, t., kamiya, k., amana, r., lida, y., tunehiro, s., and shimizu, k. (2014). Long-term clinical outcomes of toric intraocular lens implantation in cataract cases with preexisting astigmatism. Journal of cataract and refractive surgery, 40(10), 1654-1660. Retrieved october 1, 2014, from http://www.sciencedirect. Com/science/article/pii/so886335014009420. (B)(4).

Event description:
A literature article reported toric iol rotation seen in eyes with long axial length. The study had 378 eyes of 302 patients. Rotation was seen in six eyes of more than 20 degrees. These six eyes all had an axial length of more than 25.0 mm. The article notes that the power of the implanted lenses was less than 16.5 d, thus the rotational instability may be associated with lower-powered lenses. Case 3 and 4: lens had not rotated more than five degrees. Iol repositioned two-weeks postoperatively. The authors of the article assume the iol did not rotate again possibly because the capsular bag had begun to shrink. There are four manufacturer reports associated with these events. This report is for case 3 and 4.